Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for other pain indications and n on-malignant pain. The patient reported that her first rechargeable ins died. The patient reported that it wouldn¿t recharge. No further complications were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the healthcare provider (hcp) on 2017-06-04. The hcp reported that they had not seen the patient since 2012.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.